Event description:
Consumer reported received 2nd degree burns to his back while using the heating pad. He was laying on the heating pad at the time the burn was received. Using a heating pad in this manner is contrary to proper use instruction.